Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that an rf ablation needle electrode was used for an osteoid osteoma, 3mm in diameter, in the posteroexternal cortical diaphysis on the right tibia. CT was used to locate the tumor and for placement. The tibia's cortical was drilled anterointernal to the start of the contralateral cortex. A coaxial bone biopsy needle was introduced and through this the needle electrode was inserted. CT confirmed the electrode tip was 1cm from the cannula tip. Impedance values were normal at the start, but the temperature did not increase as expected. Slowly, the power was increased, 20-30 watts, to achieve a higher temperature. After approximately 1 minute they saw a slowly exuded thick whitish material, generation of bubbles and a slight skin swelling (3 cm in diameter) around the entry point and the procedure stopped. The cannula wasn't hot. The patient was diagnosed with a 3rd degree burn and was treated with a skin graft.